Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed episodes of inappropriate automatic mode switch caused by over-sensed noise exhibited by the right atrial lead. Noise was reproducible with isometric exercise. Programming changes were made. The patient was asymptomatic.